Event description:
All attempts to the reporter for information regarding the patient's death have been unsuccessful to date. Attempts for the death record from the state vital records office revealed a death record did not exist for the patient. The social security death index documents the death date and last known residence, but not the state the death occurred. It is suspected the patient passed away in a different state.

Event description:
Reporter indicated a vns patient had died on (B)(6) 2005. No information regarding the death or the relationship of the death to the vns was provided. Attempts for further information are in progress.